Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant glucose result on a patient. The patient had been administered insulin, then changed to being administered humulin-r. There was no patient information available. (B)(6). Date/time of tests were not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The customer stated they are focusing on a possible cause for the unexpected result being due to a contaminant or interfering substance. However, this was not confirmed at the time of this report. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/12/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.